Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis device had an update last night and it was in disconnect mode. A technical support specialist checked ka 000007105 and followed the instructions, and an email was sent to the customer to reach out to hospital it to open port 389, but no update was received. The system functioned as intended after the technical support specialist trouble shot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a device in disconnect mode. The customer reported that unable to access medications for patient and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.